Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The xience xpedition everolimus eluting coronary stent system instructions for use states: prior to using the xience sierra everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error as it is likely that inadvertent mishandling during sheath removal resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery. A 3.0 x 38 mm xience sierra stent delivery system (sds) was advanced into the patient anatomy. The physician noted the stent was not present when the target lesion was reached. The stent was found in the protective sheath on the table. A non-abbott stent was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.